Event description:
The pt reportedly was experiencing loss of lock between the internal device and the external equipment. External equipment exchanged; but the issue was not resolved. The pt reportedly receives little benefit from the cochlear device. Device revision surgery will be discussed.